Event description:
Additional informaton received - the surgeon implanted a 13.0mm icm130v4 implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2012 due to loss of bcva, lens opacity (nuclear sclerosis and cortical) and blurred vision. The cataract was removed and a toric iol was implanted. The patient's bcva was 20/20 -2. The patient is happier with uncorrected vision but says its "not great", struggles with dry eyes.

Manufacturer narrative:
Weight - unk. Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of the manufacturer and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history, work order search and medical review, a possible root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens in the patient's left eye (os) and the lens was explanted. This is one of three lenses used on this patient for the left eye (os) - see MFR. Report #: 2023826-2012-00503 and #: 2023826-2012-00504.

Manufacturer narrative:
(B)(4): lens not returned.